Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. Should additional information become available, a follow-up report will be submitted.

Event description:
The customer contacted baxter's (B)(4) regarding a system error 2240 alarm (air in line), which occurred on the homechoice last night during dwell 2. The baxter technical service representative (tsr) explained the message to the home patient (hp). The tsr informed the hp to use a manual bag. No patient injury or medical intervention was reported at the time of the initial report. Proper procedures per the user manual were reviewed with the hp.

Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number was unknown. Root cause of the event was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).